Event description:
The patient used the voyager 420 ceiling track lift by themself. This equipment is not made to be self-used-it is supposed to be used with help and they had been advised accordingly by the bmh medical representative. They lifted themself up and then panicked and was not able to go back on the ground by themself. They got stuck in the sling of the lift for 4 hours before they were released by a neighbor.